Event description:
It was reported that during a ptca procedure, the balloon became stuck on the wire. While being subjected to significant force the catheter broke. No patient injuries or complications occurred.